Manufacturer narrative:
The device has been received for evaluation, however, testing is not yet complete.

Event description:
The device involved a 6 inch monitoring extension set in which there was a crack in the central line between stopcock and extension, when it was noticed there was air bubble in the line during infusion of an unspecified drug. There was patient involvement and a delay in therapy, but there was no harm reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of crack was not confirmed on the returned set. However, a separation was observed on the returned set. During visual inspection, the 6" pressure tubing was received separated from the female luer of the stopcock, no cracks were observed on the returned set. The tubing pocket was microscopically examined and insufficient solvent was observed on the pressure tubing. The probable cause of the separation of the pressure tubing had occurred due to insufficient solvent applied during assembly process. A device history review lot # review could not be conducted because no lot number(s) was/were identified.